Event description:
It was reported that the pump would not turn on and the top case was damaged. No patient injury or involvement were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped by the front left and right bottom corners, and cracked by the tube holder, the bottom case had broken tabs, no battery was sent, and there was visible contamination. A review of the event history log (ehl) identified no alarms related to the reported top case issue and battery communication error and battery not working were found in ehl several times. During functional testing the reported problem was duplicated during power up process using test battery to verify. Visual inspection confirmed the top case was physically damaged. The root cause of the issue was customer induced as a result of customer's non-replacement of the battery for the device. The root cause of physical damage was due to customer impact. Replaced interconnect board and main board. Replaced the battery. Replaced the top case. Performed power up and self test.